Event description:
It was reported that the syringe 0.5ml 28ga 1/2in 10bag 500cas was unable/difficult to aspirate during use. The following information was provided by the initial reporter: customer's spouse called to inform of an incident where the customer was unable to draw insulin into the syringe and was unaware that insulin could not be drawn. After dinner, customer checked blood glucose levels to greater that 300 mg/dl. They tried to redraw with the syringe previously used and determined it was drawing insulin, water on anything. Spouse of consumer stated, her husband is doing fine now. Stated, his numbers went down to normal and she did not have to take him to a doctor. Stated, her husband was unable to draw insulin 1 syringe affected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary customer returned one (1) used 28gx12.7mm, 0.5ml bd insulin syringe from lot 8218749. Consumer reported unable to draw insulin. The returned syringe was examined, and it was observed that a material was near the tip of the cannula. The syringe was then tested for flow: the syringe was unable to draw properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small residue observed at the tip of the wire after being through the cannula, similar to the material near the tip of the cannula. Since the syringe was returned after use, it could not be determined whether this material was caused after use, or as a result of a manufacturing defect. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.5ml 28ga 1/2in 10bag 500cas was unable/difficult to aspirate during use. The following information was provided by the initial reporter: customer's spouse called to inform of an incident where the customer was unable to draw insulin into the syringe and was unaware that insulin could not be drawn. After dinner, customer checked blood glucose levels to greater that 300 mg/dl. They tried to redraw with the syringe previously used and determined it was drawing insulin, water on anything. Spouse of consumer stated, her husband is doing fine now. Stated, his numbers went down to normal and she did not have to take him to a doctor. Stated, her husband was unable to draw insulin. 1 syringe affected.